Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. External equipment was exchanged. However, the reported problem was not resolved. The pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device is to be scheduled.